Event description:
During a coronary drug eluting treatment procedure, compromised sterile package barrier was noticed. During preparation it was noticed a portion of the sterile plastic pouch was torn. Consequently, the stent was never used and had never touched the patient. No patient complication or injury was reported. Patient status is reported to be "satisfactory/good".